Manufacturer narrative:
Additional manufacturer narrative: the annuloplasty ring is not available for return as it has been discarded by the hospital.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, a 34mm annuloplasty ring was explanted after an implant duration of 1 year 12 days (12.40 months) and replaced with a different model 40mm annuloplasty ring due to unknown reasons.

Event description:
A response and operative report were received from the health care provider indicating the ring was explanted due to regurgitation of the native valve. Per the operative report: the patient had previously had a tricuspid and mitral valve repair. The patient had cardiomyopathy. The patient had severe tricuspid regurgitation and had developed an atrial septal defect (asd). The tricuspid regurgitation was due to annular dilatation of the annulus which had not been supported by a ring and also partial ring dehiscence. The asd had developed through the fossa membrane, probably from a tear from the previous repair in which the mitral valve was approached through the septum. The left ventricular ejection fraction was 40-50%. The adhesions were particularly dense.